Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor handle split during impaction. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. A straight universal handle was returned. Visual examination identified that the blue handle sleeve had fractured. The fracture runs circumferential to the shaft and through the dowel pin hole. Wear and tear consistent with a potential field age of approximately 4 years 10 months were noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.